Event description:
A literature article contained a report of a patient who received osigraft (op-1 implant) in conjunction with a 2 ring hybrid external fixator for an open fracture and a severe bony defect of the distal tibia on an unknown date. The patient experienced delayed healing. Treatment included introduction of antibiotic-impregnated beads as a spacer. After four weeks, the patient underwent surgery to fill the defect with an autogenous cancellous bone graft mixed with osigraft. At six months, a translucent line was still present at the metadiaphyseal junction but eventually disappeared. No other information was provided. Additional information will be requested.